Event description:
The pt met with the MFR rep for device reprogramming. It was changed from constant to cycling, 30 seconds on and 6 seconds off. By the time the pt got home the pt's heart beat was "keeping time with the device". The pt then experienced atrial flutter and fibrillation and went to the ER. The outcome is unk. Pt and physician info are unk.